Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/29/2021. H6 component code: g07002 incomplete device returned . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation, only the packaging empty were received. A manufacturing record evaluation was performed for the finished device lot number qmmbml/z494v05, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the suture ""cut"" during use on the patient? Or upon dispensing/ handling before use on the patient? No further information is available. Could you please provide the lot number? Qmmbml. Procedure name and date? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was weak enough to be cut by hand. No adverse patient consequences were reported. Additional information was requested.